Event description:
It was reported that tip detachment occurred. The target lesion was located in the left lung. After an 8fr guide catheter and hydrophilic guidewire was introduced, an angiojet ultra pe catheter was advanced for treatment. During the procedure, the catheter was withdrawn to cannulate right lobar artery (right lung) after thrombectomy was performed in the left lung. The catheter was reintroduced in the patient and it was observed that the hydrophilic guide comes out on one side of the catheter's tip. The tip was detached from the catheter's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. It was further reported that the device was removed normally with the non-bsc wire without difficulties.

Manufacturer narrative:
Updated: b5 - describe event or problem.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left lung. After an 8fr guide catheter and hydrophilic guidewire was introduced, an angiojet ultra pe catheter was advanced for treatment. During the procedure, the catheter was withdrawn to cannulate right lobar artery (right lung) after thrombectomy was performed in the left lung. The catheter was reintroduced in the patient and it was observed that the hydrophilic guide comes out on one side of the catheter's tip. The tip was detached from the catheter's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.